Event description:
I started neurostar (transcranial magnetic stimulation) for treatment of medication-resistant depression on (B)(6) 2021. My treatment plan called for 20-minute sessions, 5 days per week for 6 weeks (for a total of 30 sessions), and then a taper of 6 sessions over three weeks. Starting the evening of treatment # 2, I started experiencing moderate to severe tinnitus in both ears (slightly worse in left ear). My physician basically told me that the tinnitus could not be related to neurostar. I continued with treatments and the tinnitus never resolved. After treatment #16, I made the decision to stop as the ringing was worse and it had never stopped since the second treatment. It has now been 3 weeks since cessation of tms and the tinnitus has not improved. It is intrusive to the point where I will be seeing ent/audiology this week. I am very concerned there has been some sort of damage. FDA safety report ID # (B)(4).